Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, bg/sg trends well with occasional lag. Multiple attempts were made to contact the user to provide the escalation response and gather more information. However, no response was received. As such, this case will be closed due to a lack of response from the user.

Event description:
On february 18 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.